Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardioverter defibrillator received a red alert due to high, out of range shock lead impedances related to the right ventricular lead (current value unknown). The latitude (remote monitoring system) transmission report showed that the shock lead impedance trend shows measurements ranging between 73-124 ohms in the last 12 months, with no evidence of noise. A clinical specialist recommended further in clinic review. No adverse patient effects were reported. This device and the related lead remain implanted and in service. Additional information: a good faith effort was submitted to the field to obtain additional information as to the status of this device/patient. The field representative was unable to provide any further information.

Event description:
It was reported that this cardioverter defibrillator received a red alert due to high, out of range shock lead impedances related to the right ventricular lead (current value unknown). The latitude (remote monitoring system) transmission report showed that the shock lead impedance trend shows measurements ranging between 73-124 ohms in the last 12 months, with no evidence of noise. A clinical specialist recommended further in clinic review. No adverse patient effects were reported. This device and the related lead remain implanted and in service.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.